Event description:
It was reported that the patient presented to the clinic for a follow-up visit, experiencing chest discomfort and dizziness. The pacemaker, initially programmed to odo mode, was inadvertently activated to backup vvi mode by the programmer. However, interrogation of the device was unsuccessful because it had reached the elective replacement indicator (eri). Consequently, system restoration could not be completed. The patient¿s condition was unknown.